Event description:
The pt reported she had been experiencing the stimulation to turn itself back on after she turns the system off. The pt also mentioned she feels the stimulation sensation in the desired pain area even when the stimulation is shut off. The pt is closely working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.